Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 21 mmol/l. Troubleshooting was performed. Customer insulin pump alarmed critical pump error after getting moisture exposure from being in a swimming pool. Customer stated the insulin pump did not had any physical damages. Customer stated insulin pump displayed critical error message on the screen. Customer recommended customer refer to back up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08745 inches. Pump received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.